Event description:
It was reported the patient was unable to establish communication between the ipg and multiple external devices. The patient last charged the ipg upon receiving the 'ipg battery low' indicator (exact time unknown). The next course of action has yet to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.